Manufacturer narrative:
This report is submitted on december 1, 2022.

Event description:
Per the clinic, the patient developed an infection and extrusion at the magnet site (date not reported). There are plans to explant the device and to re-implant the patient's contralateral ear with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and topical antibiotics for 3 weeks (specific date not reported). It was also reported that the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report. This report is submitted on december 21, 2022.

Manufacturer narrative:
This report is submitted on february 02, 2023.